Manufacturer narrative:
The power supply & blower assembly was tested and no failures were identified. The crossover circuit test failed was not duplicated.

Event description:
The customer reported the crossover circuit test failed. The customer reported there was no patient involvement.